Manufacturer narrative:
Additional product code: hrx. Lot number reported, 15808-01, is supplier lot number. Synthes lot number is 5836021. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on (B)(6) 2018, the reamer/irrigator/aspirator (ria) shaft tip broke off. There were no broken fragments. A shorter device was readily available and was used to complete the procedure successfully with no delay. Patient status reported as stable. Concomitant device: 14.5mm reamer head for ria (352.255s, lot unknown, quantity 1). This report is for one (1) drive shaft for ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history records review was completed for part: 314.743, lot: 5836021, supplier lot: 15808-01. Supplier: criterion tool & die, inc, release to warehouse date: aug 04, 2008. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The ria drive shaft (part # 314.743, supplier lot # 15808-01) was received with the distal tip of the shaft broke at the start of the hex. The received condition agreed with the complaint description. The complaint was confirmed with during investigation. No other damage besides normal minor wear was observed. Dimensional inspection of the returned device revealed the inner diameter of the shaft at the fracture site, measured 3.76mm (gp29.) This was within specification of 3.76mm +/- 0.05, based on drawing. Relevant drawings were reviewed. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined; however, it is possible the device was exposed extreme and off-axis forces in its 10+ years of use; the cumulative effect of which could have contributed to the complaint condition. It has been determined that no corrective and/or preventive action is proposed. Corrected data: lot number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.